Event description:
Facility reports that thirty minutes into the treatment a low bp alarm occurred. Pt care tech went to check pt and removed the pt's blanket to find a partial separation of the venous line from the pt's catheter. Ebl: 500-800cc. Pt was bolused 1000cc of ns. The pt was then sent to the e.r. For eval and released that afternoon, no transfusion required. The pt was alert and oriented throughout the incident. The pt's post incident hgb-10.6. Hemosafe clip was not used. The bloodline and pt's catheter had been taped. No sample is available for eval.